Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, they attempted to advance a guidewire into the device and the guidewire got held up at 15cm from the tip. It was noted that a kink or slight indentation existed, at that same point, on the device. The procedure was completed with another autotome rx sphincterotome and the same guidewire. The patient was not in the room or in route at the time.

Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, they attempted to advance a guidewire into the device and the guidewire got held up at 15cm from the tip. It was noted that a kink or slight indentation existed, at that same point, on the device. The procedure was completed with another autotome rx sphincterotome and the same guidewire. The patient was not in the room or in route at the time.

Manufacturer narrative:
A visual examination revealed that the working length was twisted and the working length/guidewire channel was kinked approximately 19 cm from the distal tip. Only the extrusion was found to be damaged. The cut wire in the lumen was intact. The packaging was not damaged other than normal wear from shipping/ transit. A functional evaluation of the guidewire - device compatibility was performed by inserting a 0.035" jag guidewire through the guidewire introducer and advancing it through the channel and found that, after the initial advancement, it was difficult to advance the guidewire through the device closer to the distal tip. A second functional evaluation found that the 0.035" guidewire could be backloaded through the tip and found that after the initial advancement, it was difficult to advance the guidewire through the tome approximately 19 cm from the distal tip. A functional evaluation found that the device would bow past 90 degrees which meets the bowing specification indicating the bowing functionality was not affected by the damage to the extrusion. The condition of the returned device was consistent with the complaint that the guidewire would not pass all the way through the tome and that the catheter was kinked. During manufacturing, the tome devices are 100% inspected for guidewire compatibility so the damaged working length, guidewire channel and difficulty advancing the guidewire through the tome are likely due to customer handling. Therefore, the most probable root cause is handling damage. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.